Event description:
The pt is implanted with two leads with the same lot number. It was reported that the pt is no longer feeling stimulation in his left arm. An sjm representative met with the pt and diagnostic results showed two invalid contacts. Reprogramming did not completely resolve the issue. The pt is working with his physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.